Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and replaced the left high resolution stereo viewer (hrsv) monitor on sc1 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the hrsv returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure using a dual surgeon console (sc) setup, the right eye on the sc 1 went black. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The customer already moved control over to sc 2 prior to the call. The tse asked the customer to perform a hard cycle ssc1 when clinically possible. The procedure was completed with no injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis but the reported failure could not be replicated. In-house fa: the monitor was installed and tested in the test system. The monitor started up and failed without video on the display. The unit was in good condition. The complaint was confirmed based on the failure analysis.